Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of mildly calcified pre-dilated lesion (90 percent stenosis degree) in a mildly tortuous mid lcx. The delivery balloon of the orsiro stent system did not fully expand at 8 atm. The pressure was increased up to 10 atm and the balloon fully expanded. The stent was deployed. During the second expansion the balloon could not hold the pressure.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. A strong kink was observed in the device shaft about 8 mm distal to the guidewire exit port. Several mild kinks were observed over the entire length of the hypotube. After straightening the kinks, the balloon was successfully inflated up to 16 atm (rbp). Microscopic inspection of the instrument revealed no damage or irregularity. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak and a pressure test. We can therefore confirm that the instrument was delivered in a leakproof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.